Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine result for one patient sample. The initial result was 56 umol/l and was reported outside the laboratory. The physician called the laboratory because the result was not clinically believable. The sample was repeated with a result of 510 umol/l which was believed to be correct. The patient was not adversely affected. The reagent lot number was 172007. The expiration date was requested but was not provided. The customer was instructed to replace the sample probe and to perform precision testing.

Manufacturer narrative:
Upon follow up, it was confirmed the replacement of the sample probe resolved the issue. No further discrepant results occurred since the sample probe was replaced.